Manufacturer narrative:
Failure of bone grafts to osseointegrate and infection are inherent risks of the surgical procedure, although these risks are uncommon. Other variables beyond product not performing to specifications or being non-sterile to consider in a differential diagnosis would be patient health and social history (which appear to be unremarkable), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy resulting in micro or macro movement and subsequent fibrous integration), sinus membrane perforation, individual grafting techniques, and post-operative complication (i.e. Infection or wound dehiscene). From the information provided, it is not possible to definitively determine if the implant, graft, technique, patient compliance, surgical complication, post-operative complication, etc, was the etiology of failure. However, because a second surgical procedure was needed to remove and/or replace the implant and graft, this event meets the criteria for reportability. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that pepgen p-15 putty was used simultaneously with implant placement in the left posterior maxilla with type IV bone quality and fair oral hygiene. The osteotomy was prepared via drilling and an internal sinus elevation; healing was transgingival for a one-stage technique. The doctor indicated that the stability of the implant was suspect since the one month post-operative exam. The implant was explanted approximately seven months post-placement with signs of mobility and infection. There are no notes indicating a sinus membrane perforation or sinus involvement beyond the implant such as sinusitis. It is not clear if the graft was integrating with the surrounding vital bone, or if it also failed with the implant.